Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: e3: reporter is a j&j sales representative. UDI: (B)(4). Investigation summary: the device was received and evaluated. Visual inspection reveled that the device does not show structural anomalies. The power cord as well as the connector pins were in a normal condition. The tip shows signs of activation. The handle and the shaft were in a normal shape. When activating the ablation mode an output shorted message was displayed as well as in the coagulation mode. The device will be sent to the supplier for further evaluation. A vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The device was evaluated; as a result; the device was returned in the original outer packaging. There is evidence of saline or tissue around the tip. There are many marks on the ceramic and distal end of the return tube. The cut return cap is browned around the edges, possibly heat affected. The active tip shows clear evidence of activation. Cable and plug look in good condition. Heatshrink is in good condition. Handle was opened to inspect ¿ saline seen at proximal end of return tube and also possible damage on heatshrink isolating return tube to active wire/active return. The functional test failed, an output short was displayed when ablation and coagulation function were activated. Further hipot test were conducted across all three isolation paths, these tests were not passed as well. A DHR review has been performed for the complaint device lot number found no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. From our investigation we were able to confirm a fault with the device. The device failed electrical and functional testing displaying an 'output shorted' error upon activation on both ablate and coag modes confirming the report by the end user. The failure mode seen is consistent with previous tripolar complaint devices reported which exhibit 'output shorted' errors and investigated under a CAPA caused by an insufficient amount of glue dispensed between the active shaft and the ceramic resulting in leakage path for saline to enter. As the device can be seen to have been used for a length of time, it is likely that failure of the adhesive bond at the distal tip caused this issue, although damage to the active wire or internal return tube insulation could also caused the issue. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep in switzerland that during a shoulder repair procedure, the vapr tripolar 90 suction elect device did not respond. During in-house engineering evaluation, it was determined that the device had foreign substance. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.